Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 10ml 21ga 1-1/2in bd china experienced product damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: during the dosing of the patient, the barrel was found to be damaged.

Event description:
It was reported that the syringe s2 10ml 21ga 1-1/2in bd china experienced product damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: during the dosing of the patient, the barrel was found to be damaged.

Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 301947 lot 1901202 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The device history review showed no indication of the alleged defect. H3 other text : see h.10.